Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. The connection test and dimensional inspection were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter leaked from the connection to a transfer set. The patient reported that the connection seemed a little bit loose. The titanium adapter and the transfer set were replaced. There was no patient injury or medical intervention reported. No additional information is available.